Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the issue appeared to be that the battery was tilted in the pocket and the patient's skin was very loose making it difficult to align recharger with the implanted battery. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that there was poor coupling with the recharger. The rep reported that new rechargers were tried externally with the same result prior to surgery. The rep reported that the patient had pocket surgery. It was deemed that the battery wasn't flipped and was an issue of depth/orientation confirmed intra-operative. The rep reported that they repositioned the battery/orientation intra-operative and got 8 bars of coupling. The rep reported that after a consult with the patient¿s family/healthcare provider (hcp) regarding that there was no guarantee 8 coupling bars would be easily obtained and continued. The rep reported that the patient¿s family decided best to replace the ins with a non-rechargeable option given the options and discussion with the hcp. The patient¿s ins was replaced with a non-rechargeable ins. The rep reported that the issue was resolved at the time of the report. No further complications were reported.